Event description:
It was reported that they were advancing a 28.5 diopter three piece collamer lens in the cq cartridge-fp, they felt resistance and when they removed the lens from the cartridge, the leading heptic was torn off. The reporter stated that they felt it was due to the cartridge. No patient contact or injury.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows one haptic is torn off & bent. There is clear surgical residue on the lens.